Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 6 cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material. Buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, extravasation of medication during treatment. About 7 cm up, the tube is almost completely severed, so besides the leakage problem, it actually looks like the catheter could have split into two parts and the tube would have been ¿flushed¿ into the body. The leakage was located 4.5 cm above the securacath, so the leakage area has never been near either the spikes or the outer attachment of the securacath. Additional information provided: placement on 5/8, removal on 14/10. Epirubicin, cyclophosphamide, and docetaxel (the extravasation occurred during the docetaxel infusion) were administered through the line. During flushing at the health center on 8/10, the inflow and backflow were sluggish, but this is not entirely uncommon even under normal circumstances. Therefore, the nurse colleague who saw the patient on 10/10 flushed the line with 200 ml of saline without any issues. The inflow worked well, but there was no backflow. After the chemotherapy infusion was completed, it was discovered that the upper arm had become swollen, and extravasation was suspected. It was managed according to our routines for this and has been followed up as recently as yesterday (with redness, increased warmth, and a tendency for blister formation). Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter inserted to basilic vein, exit marking 2.5cm, total catheter length 46cm, dressed straight along the patient¿s arm secured with 4f securacath at 0-2cm marking. PICC was used for oncology treatment (epirubicin cyklofosfamid dosetaxel). PICC was not used for CT scans, there were occlusion interventions when PICC was hard to flush the same day, flushed with 200 ml nacl then it worked. Internal leakage at 7cm was identified thru patient symptoms. PICC was in use 70 days. Patient was in the hospital at the time the leak was identified. Patient did take PICC home, but did not perform maintenance on the device. There are no xray images for this event. Catheter site cleaned with chlorhexidine solution poured from a bottle. Patient did active work as a farmer while they had the PICC at home. Additional comments: no symptoms while flushing nacl was given, it occurred during chemo infusion.

Event description:
It was reported, extravasation of medication during treatment. About 7 cm up, the tube is almost completely severed, so besides the leakage problem, it actually looks like the catheter could have split into two parts and the tube would have been ¿flushed¿ into the body. The leakage was located 4.5 cm above the securacath, so the leakage area has never been near either the spikes or the outer attachment of the securacath. Additional information provided: placement on (B)(6), removal on (b)(6. Epirubicin, cyclophosphamide, and docetaxel (the extravasation occurred during the docetaxel infusion) were administered through the line. During flushing at the (B)(6) center on (B)(6), the inflow and backflow were sluggish, but this is not entirely uncommon even under normal circumstances. Therefore, the nurse colleague who saw the patient on (B)(6) flushed the line with 200 ml of saline without any issues. The inflow worked well, but there was no backflow. After the chemotherapy infusion was completed, it was discovered that the upper arm had become swollen, and extravasation was suspected. It was managed according to our routines for this and has been followed up as recently as yesterday (with redness, increased warmth, and a tendency for blister formation).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.